Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). The trial patient reported the gauze was a little bloody but then this morning there was a lot of blood. The patient stated that they felt like they were going to have an infection and was hurting everywhere. They did not feel like they were improving. The patient mention they felt the stimulation yesterday but now got spasms around the top of their buttocks area with pain going down their legs. They had pain around the buttocks and in ¿her bones¿ where they sit. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. On (B)(6) 2017, it was reported that the patient was not feeling well and noted they saw their doctor yesterday where it was noticed the right lead had migrated. The patient stated they had a bladder infection and experienced bladder pain. Also, it was reported that the patient was hurting and they left buttocks had been ¿zinging¿. Follow up information received from the trial patient on (B)(6) 2017 reported that they the leads had migrated the first night after they got home. The patient stated they had a ¿horrible experience¿ with the trial evaluation. It was noted that the patient had pulled the leads on their own on the holiday weekend.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.